Event description:
Fifteen months ago, the rptr began developing rashes on her hands when she wore latex gloves. It was determined that she was allergic to latex gloves, therefore, she began wearing vinyl gloves. When she is in the clinic near latex products, she experiences swelling primarily on her face and wheezing.